Event description:
Display backlight failure [device issue]. No adverse event [no adverse event]. Case description: on (B)(6) 2015, a respiratory therapist (rt) in the u.s. Spoke w/ ikaria regarding a device issue w/inomax dsir#(B)(4). The device was in use on a pt at the time of the device issue and no adverse event was reported. Inomax dsir# (B)(4) was removed from svc and returned to ikaria for svc eval. Case comment: (B)(6) 2015: this device case did not result in an adverse event, however it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR #3004531588-2013-00023).

Manufacturer narrative:
Device issue w/inomax dsir# (B)(4). The device investigation was completed on 04-mar-2015. Inomax dsir# (B)(4) was returned to the MFR for svc investigation. The ikaria regional svc ctr (rsc) review of the svc log revealed an appropriate alarm, however the rsc did not experience the reported complaint. Secondary finding unrelated to the reported complaint: the rsc did experience a blank display and delivery failure (df) alarm at boot up. The svc log review reveals df alarms for backlight current below minimum. The rsc replaced the touchscreen/display. The root cause for this incident was display-backlight failure. This condition will be tracked and trended under ikaria's quality sys. A full functional test was performed and the device operated according to specs so it was returned to the device svc pool. This device issue did not result in an adverse event/serious adverse event; however, it is being submitted to regularity authorities because a display-backlight failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00023).